Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120137.

Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance issue. No adverse patient effects were reported. No further information was available.